Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented 3 episodes of nsrvo via merlin transmissions. It was determined that the oversensing was likely a result of myopotential oversensing. Monitoring the patient without making any programming changes was discussed. No patient symptoms were reported.

Event description:
New information states that the patient presented after receiving appropriate high voltage therapy. Upon reviewing the patient¿s merlin transmissions, there were a couple of egms stored (unrelated to the shocks) of non-sustained right ventricular oversensing due to either myopotentials or crosstalk on from jul 20, 2020 and jul 5, 2020. The programming changes were made, unrelated to the oversensing events. The patient was stable.